Event description:
A report was received that the patient had an infection. The patient underwent and explant procedure.

Manufacturer narrative:
Additional information was received that the patients symptom for infection was unknown. The infection was not device related and it was unknown what caused the infection. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.